Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be broken/fractured and stretched. The delivery wire was kinked/bent and the main coil suture was damaged. The introducer sheath was intact. Dimensional inspection confirmed the delivery wire length and introducer sheath tip ID were within specification. The main coil od and length could not be measured due to the damage. The functional test for the reported 'main coil friction' could not be performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'main coil friction' could not be confirmed; however, the analysis results are consistent with the reported event. The reported 'main coil stretched' was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The main coil was found to be broken/fractured and stretched. The main coil suture was found to be damaged. The coil delivery wire as found to be kinked/bent. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported (ar) 'main coil friction', ar/as analyzed (aa) code 'main coil stretched', and to the aa 'main coil broken/fractured during use' and 'main coil suture damage'. As assignable cause of handing damage will be assigned to the 'coil delivery wire kinked/bent' as this defect appears to be associated with handling of the product or portion of the product during the procedure .

Event description:
The subject coil was returned for analysis and it was discovered that the main coil was broken/fractured during use. No clinical consequences were reported to the patient as a result of this event.